Event description:
The customer reported inadequate bone quality/ bone quantity.

Manufacturer narrative:
Physical analysis can not be preformed, implant not returned, customer reported inadequate bone quality/ bone quantity.